Event description:
The customer contacted therakos to report a drive tube leak/break which occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. No alarms have been reported. The leak was discovered after 1500 ml of whole blood has been processed and before photoactivation, when the customer was prompted to open the centrifuge chamber door. The centrifuge bowl was half empty. The drive tube had a fine cut near the low drive tube bearing. The leak created a fine mist of blood, making the blood look powdery, but, when touched, the blood was wet. The treatment was aborted. The customer has returned photographs and will be returning the kit and smart card for evaluation. The patient has been reported to have been stable. No patient harm has been reported.

Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is associated with only the kit, this MDR will be against only the kit. A batch record review for kit lot p141 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot p141 shows no trends. Trends were reviewed for complaint category drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4), (B)(6) 2026.